Event description:
It is reported that the patient was walking upstairs and heard a click inside the knee. Since that day, the knee felt unstable in flexion and extension as well as varus/valgus. Upon revising, it was discovered that the locking mechanism on the articular surface had broken and was moving freely in the knee. A full lcck revision was performed due to the capsule and ligamenti laxity.

Manufacturer narrative:
This report will be amended when our investigation is complete.